Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, m.d., gross, t.p. (2017). Metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis. Journal of orthopaedic surgery and research, 79(12), 1-12. Doi: 10.1186/s13018-017-0579-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02699. Product location unknown.

Event description:
It was reported in a journal article that patients underwent reoperation following hip resurfacing arthroplasty. One patient underwent reoperation due to fascial healing defect. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: us157346, recap pf ha fmrl hd resur 46mm, 566510.